Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. An active rv lead was present in the patient, but was not initially targeted for extraction. Spectranetics lld ez lead locking devices (lld ezs) were inserted into the two non-functional leads to provide traction. Beginning with a spectranetics 13f tightrail sub-c rotating dilator sheath and then switching to a spectranetics 16f glidelight laser sheath on the rv lead, advancement was achieved to the innominate/superior vena cava (svc) region, where the rv lead popped off the rv wall. Working mechanically with the rv lead tip, the lead released and was removed, along with the glidelight. However, a small pericardial effusion was noted via transesophageal echocardiography (tee) in the rv region (suspected rv perforation), but no intervention was implemented at that time. The extraction continued using the 13f tightrail sub-c and 16f glidelight, with the ra lead being successfully removed. Access for re-implantation could not be retained as the patient's vasculature was occluded, so the decision was made to remove the active rv lead. The lead tip was unscrewed, and the lead was retracted into the svc. A merit medical en snare endovascular snare was then used to secure a traction platform, and the 16f glidelight was used to advance past the occlusion. The active rv lead released, the snare was removed from the lead, and the lead was removed, along with the 16f glidelight. After the extraction procedure had been completed, two wires were placed into the inferior vena cava (ivc), and new ra and rv leads were implanted. Approximately 40 minutes post-extraction, the effusion was noted to have grown slightly. Rescue efforts began, and a drain was placed, pulling blood from the pericardium, relieving some of the effusion. The same blood was directly infused through a femoral access, and heparin was given. Within a couple of minutes of the intervention, the patient's blood pressure dropped quickly. Additionally, a clot was detected via tee, and a combination of pulseless electrical activity (pea) and ventricular fibrillation (vf) were noted. Chest compressions and shocks were administered, with intermittent success. Attempts were made to set up extracorporeal membrane oxygenation (ECMO), but the blood immediately clotted. Despite the extensive rescue efforts, the patient did not survive. Although the patient died, the death is likely unrelated to the lead extraction procedure; instead, the death was likely related to rescue interventions. This report captures the lld ez providing traction within the non-functional rv lead, when the initial effusion was detected and a suspected rv perforation occurred. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A4): patient weight unk. D4/h4): the lot number was not provided, thus the following information is unknown: unique ID, expiration date, and manufacture date. H3): the lld ez was not returned, thus no returned product investigation was performed. H6): cardiac perforation is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.